Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/08/2016 to report that patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the buttocks on (B)(6) 2015. Date of event and the sensor insertion date are approximations. Rash was located on the buttocks below the adhesive patch, and described as itchy and red skin. On (B)(6) 2015, the patient was prescribed an anti-fungal cream. The date of prescription is an approximation. The name of the prescribed cream is unknown. Affected area was treated with the prescribed cream, flonase spray (otc), and aquaphor ointment (otc). Additional event or patient information is not available.